Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received stuck button alarm. The customer's blood glucose was 8 mmol/l at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no unexpected stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.